Event description:
It was reported, "insert failed to seat properly. Surgeon attempted to impact insert twice, reported that he felt liner faulty, opened second insert functioned perfectly."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.